Event description:
A customer contacted beckman coulter regarding an erroneously high troponin (accu tni) result, from one pt sample, that was generated by the access 2 immunoassay system instrument. The elevated accu tni result was 1.69 ng/ml (above the ami cut-off). The result was reported out of lab. The sample was rerun and the accu tni result of 0.02 ng/ml was obtained. No additional information regarding this event is provided.